Manufacturer narrative:
(B)(4). Method: no testing methods performed. Result: results pending completion of evaluation. This device is used for therapeutic purposes.

Event description:
It was reported that a vari-stim iii stimulator was unable to stimulate the nerves in the neck intraoperatively, although the led light was on. This is the only information provided and there was also no report of patient impact or injury.

Manufacturer narrative:
Although only 1 device was reported in this event, in response to medtronic¿s request for device return, a total of 2 devices of the same lot number were returned. Furthermore, on the product packaging the devices were returned with, the facility noted that 4 devices of the same lot number malfunctioned. Upon evaluation, a substance consistent with blood/bio was present on the devices¿the evidence of biologicals is consistent with the reported device use during a procedure. There appeared to be no external damage to the devices. Per instructions for use, the devices were first tested by functionality touching the probe tip to the needle electrode; in an "as received condition" without moving the switch, the devices lit immediately and consistently with contact. The devices were then functionally tested in all 3 positions; there was no error in function found. The devices were tested electrically as well, which resulted in within specification readings at the 0.5, 1.0 and 2.0 ma settings. No fault was found in the function or design of these units. Note: follow-up attempts to inquire about the additional devices and clarify the quantity have been unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.